Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 88-year-old male underwent impella cp (B)(6) support during a high-risk percutaneous coronary intervention (hrpci). The patient¿s pre-support clinical state was consistent with scai shock stage a. During insertion of the impella via right femoral percutaneous arterial access, the patient developed heart block and subsequently experienced ventricular arrhythmia, requiring external pacing and brief cardiopulmonary resuscitation until a temporary pacemaker could be placed. The underlying rhythm returned shortly thereafter. Escalation of medical therapy was required, and removal or repositioning of the pump resolved the patient injury. There was no allegation of device malfunction or performance issue, and the device was not removed due to a failure mode. Device outcome involvement was assessed as no involvement. Based on the available information, this event involved a patient cardiac rhythm disturbance occurring during impella insertion, requiring temporary pacing and brief CPR, with subsequent resolution following medical management. There was no evidence to suggest device malfunction. The device functioned as intended, and the patient survived the event. The cardiac events may have been related to the patient's underlying conditions.

Manufacturer narrative:
D4. Primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Ppae (arrhythmia/ heart block) : the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been updated on h6 (component code and type of investigation.